Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned to the distributor and scrapped due to the alleged water damage. Incoming functional testing was not performed. The cause of the water damage is liquid ingress of an unknown contaminant. There is no indication that the water damage caused or contributed to the inappropriate treatment. Evidence suggests that the damage occurred sometime after the treatment was delivered. A review of the downloaded software flag files (attached) on the day of the event was performed to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date & h.8 usage of device monitor: 11/04/2014 - initial use electrode belt: 11/20/2012 - reuse additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital and continued use of the lifevest. When a zoll representative visited the patient to replace the equipment, water damage was noted on the monitor. The patient reportedly did not know how the water damage occurred.